Manufacturer narrative:
(B)(6).

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received unknown morphine (20mg/ml, unknown dose) in an implantable pump for an unknown indication for use. The patient experienced symptom return associated with a pump alarm. There were no known environmental/external/patient factors that may have led or contributed to the issue. After restart (interpreted as after pump recovery), the pump worked again. It was reported a second motor stall occurred 2 hours later. The actions/interventions taken to resolve the issue were indicated as programming a bolus. The issue was considered ongoing. Pump replacement was planned for (B)(6) 2017. The pump would be returned. The status of the patient was stated to be alive and with no injury. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information later provided noted the pump had been replaced and the pump was sent for analysis. The patient was doing well. The pump serial number was provided.

Manufacturer narrative:
Pump interrogation revealed the pump infused morphine 10 mg/ml at a dose of 0.480 mg/day. Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.